Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between (B)(6), 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service:since the complaint in question was submitted to hamilton medical ag more than 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was being used for ventilation, during a product demonstration. The root-cause for the tf alarms issue has been an interaction between the psa and the unit software. The correction of the adverse event was the removal and replacement of the psa and the service, testing and calibration of the software. There was no reported harm to patient, user or third party.

Event description:
During ventilation the system started safety ventilation. Restarting solved the problem. I've asked to put the vent aside until advised. We took this unit from one center in order to demonstrate it in another center so we are in a very inconvenient situation with 2 centers now. Please advise asap.